Manufacturer narrative:
As this event was part of a veterinary case, patient information will not be reported. Event date: date of post-operative device breakage and bone re-fracture is unknown; however, the issues were discovered via x-ray on (B)(6) 2015. Initial reporter: hospital contact number: (B)(6). Patient codes: all devices associated with veterinary complaints are assessed as product malfunctions only, regardless of the incident, per FDA guidelines. As such, patient code was captured in this field. However, the reporter did indicate re-fracture of the bone and implant failure (breakage). PMA 510(k): device is veterinary use only. As such, no 510k has been applied. Subject device has been received; no conclusions could be drawn as the device is entering the complaint system. Device history record review: manufacturing location: (B)(4) - manufacturing date: may 21, 2015 no non-conformance reports were generated during production. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a 2.0mm locking compression (lcp) notched head t-plate broke post-operatively in a non-human, veterinary patient. The animal was originally treated for a fracture of the distal third of the radius and cubitus on (B)(6) 2015. Control x-rays following that procedure were completed and confirmed that the wound had healed. On (B)(6) 2015, the animal returned with a re-fracture of the same leg and evidence of a broken plate. An x-ray image confirmed bone re-fracture as well as a breakage in the plate about 2cm higher than the original fracture. The dog was revised to a new plate. Per the reporter, the breakage occurred as the dog was walking. No evidence of weight gain between surgeries was present. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. A manufacturing investigation was performed for the subject device (2.0mm lcp notched head t-plate 2h head/7h shaft/54mm, part number vp4312.07, lot number 9493226). The subject device was returned in packing different from the original non-sterile packaging. The etching on the returned device matches the information provided in the complaint system and the device history record. The plate is broken at the level of hole d. There were no visual manufacturing-related defects observed. As previously reported, a review of the device history records for the associated lot showed there were not issues during the manufacture of the product or its raw material that would contribute to the complaint condition. The returned part was re-inspected for all the features pertinent to the complaint condition. The plate is broken at level of the hole referred as hole d on the analysis report. In order to confirm the conformity of the features of the damaged holes, the 4 closest holes in the fractured area (referred as holes a, b, c, e, f, g in the analysis report) have been re-inspected and their features found were to be conforming to specifications. Since all the plate holes are manufactured using the same cnc program, parameters and tools (repeated features) it was concluded that the features of the damaged holes were also conforming to the specifications. Considering that all relevant measurable product features meet specification and no visual defects manufacturing related have been identified on returned item, the conclusion of the product investigation is that the returned part is conforming from a manufacturing perspective. Based on the investigation results, the complaint condition was confirmed but was determined not to be related to manufacturing. A root cause was not determined. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.